Manufacturer narrative:
D9, h3: updated for device return. H6: added codes. The acunav catheter used in the procedure was returned and analyzed. No device malfunction was found. It passed all functional tests, and a review of the device history record did not show any non-conformances at the time of manufacturing from the acuson acunav ultrasound catheter directions for use: adverse reactions, adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. (B)(4)

Manufacturer narrative:
Patient info: unavailable. Medical history: unavailable. Reporter: unavailable. Multiple attempts were made to obtain additional information.. However, no further information on the event could be obtained, and the device was not available for return or evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. Reference (B)(4).

Event description:
During an endovascular cardiac procedure, cardiac tamponade occurred before left atrium (la) imaging was obtained. After bb with the acunav catheter, when the preface was inserted into the la, blood pressure decreased. At that time, the preface couldn't move to the lspv side. The cardiac tamponade was confirmed by fluoroscopy, and pericardial puncture was performed to remove pericardial fluid. The procedure was interrupted, and although the blood pressure dropped once, the blood pressure returned to a stable state after pericardial drainage. The physician commented that the selective approach of lspv was difficult anatomically, so it probably hurt the laa. No further information was available after multiple requests.